Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer stated that none of the buttons are responding. The customer was asked if she recalls any significant events leading to the keypad anomaly and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.